Event description:
The event involved a chemosafelock bag spike where a leak was reported. The leakage was found after 35minutes passed from when the administration started. One actual sample was received connected to a chemosafelock infusion set. In addition, the individual package, and a saline bag (500ml/fuso) were also received. -with ¿as-received¿ condition, we connected the actual sample to our in-house saline bag and checked liquid flow under gravity. As a result, the leakage was confirmed at the back of clips. -on the other hand, when we performed liquid flow check under gravity after replaced the klbs001u3 to our factory sample, no leakage was observed. -CT inspection was performed on the connection between the actual sample and the kl-msu3 of infusion set, wherein the deformed conduit and a gap between the conduit and seal part were confirmed. The event was noted during infusion of anticancer drug and was not detected prior to direct patient use. There was no serious injury/death, no blood loss, no adverse operator consequences, no unprotected chemo exposure and no medical/surgical intervention were required. The device was changed with no further problems encountered

Manufacturer narrative:
A series of photos were shared by the customer, a red arrows are pointed to a drops of water that is coming from inside the chemolock. No additional damage or anomalies are observed. One used list# kl-bs001u3, chemosafelock bag spike and one used, unknown, chemo port connected to an unknown, extension tubing with drip charmber were returned for evaluation. As received no physical damage or anomalies were visible observed. The sample was standalone and with the mating device tested and only with the mating device a leak was confirmed. The returned set was cut, and a deformed spike was observed. Complaint of leakage can be confirmed. The probable cause is due to a deformation on spike happening due to a conveyer damage during molding process in manufacturing. A device history report (DHR) lot review was performed and no discrepancies, anomalies were identified that might lead the condition reported by customer.